Event description:
It has been reported to philips that the wireless foot switch had to be replaced on the azurion 7 b12 system due to a communication issue. The system was not in clinical use and no harm has been reported. A philips field service engineer (fse) replaced the wireless footswitch which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Per the information acquired, the wireless footswitch did not connect to its base station. The wi-fi and battery indicator was off. The philips engineer inspected the system on-site and replaced wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) /field safety corrective action (2021-igt-bst-020). The defective footswitch and base station were returned to philips for further analysis. The analysis could not confirm the connection failure between the base station and the footswitch. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.